Event description:
Attempted a bolus at 11:08pm. Awoke at 3 not feeling well. Awoke at 7 nauseated and diarrhea, and extremely anxious. Attempted a bolus controller reacted like bolus was received. About an hour later another bolus was attempted. Controller again responded like bolus was received. At the third attempt to receive a bolus, the controller finally signaled error code 11, about 2.5-3 hrs after first attempt. Upon calling physician and tech support, we were instructed to go in to pain center. We were met by company rep and nurse practitioner to turn the pump back on. Blood pressure was dangerously high. Upon reviewing code logs, the logs reported code 11 should have been received at the first and second bolus attempt. We did not get code 11 until the 3 attempt. We as pump users were never made aware of the update being done or what time it is done. Pump was successfully turned back on and we were advised to not use the pump at about 7:00am, thinking this is the approximate time of update. A similar situation happened on (B)(6) 2018 when a bolus was taken at about 10:09 pm. Awoke at about 3 not feeling well. Awoke again at 7 with similar symptoms. Boluses were attempted twice, with error code coming across the controller after the third time. We again travelled to pain center after contacting them. Company rep and np again successfully turned the pump back on. Again bp was dangerously high. After the tech support reviewed the code logs, it was determined the update is done at about 10:08 cts. Patient has been experiencing headaches since incidents. Primary care physician has recently ordered a CT scan of the head to rule out a bleed. Each time patient¿s pump was turned off more than 12 hours resulting in severe withdrawal symptoms.